Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the fractured abutment screw.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection with the naked eye and camera magnification identified a fractured screw at the threads. Signs of use and wear were also observed at the drive feature of the screws. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint record. Device was located on an unknown tooth site # when the event occurred. Complainant reported that the abutment screw fractured. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported product for similar events.

Event description:
No further event information is available at the time of this report.